Manufacturer narrative:
The reported event of premature depletion was confirmed. As received the device had no telemetry and no output. Device was cut open to find high current drain. The cause for high current drain was consistent with failure of radio-frequency integrated circuit.

Event description:
New information notes that the pacemaker was explanted and replaced. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited signs of premature battery depletion. No intervention was performed. Patient was stable.